Event description:
Inflammatory arthritis. Info was received in 2007 from a physician regarding a female pt (age and initials unknown) with an unknown medical history who experienced inflammatory arthritis. The pt began treatment with synvisc 2 weeks prior to report. The pt received 2 synvisc injections into her unspecified knee in 2 weeks apart in 2007. After the first injection on an unknown date the pt experienced inflammatory arthritis which lasted several days. The patient recovered without sequelae on an unknown date. In the next day of the second injection, the patient again experienced inflammatory arthritis. No further info provided. The intensity of the adverse event and relationship between adverse event and synvisc injection were not provided per the physician. At the time of this report the patient had not yet recovered. Additional information was received one month after on two different days within four days from a physician regarding a patient, with a medical history of gonarthrosis. The patient received the first synvisc injection into her left knee in 2007. On the following day, the patient experienced inflammatory arthritis which had lasted for several days and on an unknown date the patient recovered without sequelae. Approx 2 weeks later, the patient received the second injection and in the next day, "the reaction was much more inflammatory" and a knee puncture was performed on an unknown date. The punctured joint fluid was inflammatory but sterile. The patient was treated with cortivazol (altim) infiltration, morphine and nsaid. Synvisc injection was discontinued permanently. The physician assessed the adverse event as serious, intensity as severe and definitely related to synvasc. The patient had recovered without sequelae one week after. Qa performed a review of the production and quality control documentation for lot # w0615. All documentation are complete and in order. The product conformed to specifications upon release. No associated non-conformance's were noted. Knee puncture, an infiltration of cortivazol (altim) was performed, treatment with morphine and nsaid.

Manufacturer narrative:
.